Event description:
Received information the ins was over-discharged in (B)(6) 2010 and the patient had not recharged since (B)(6) 2009 and hadn't had stimulation since (B)(6). Patient received a new system due to lead migration (reference MFR report # 3004209178-2010-02023 for details). The new system has a paddle lead. Patient states the ins is not holding a charge. Ins was recharged to 75% and he went home to recharge fully. The next day, the battery was dead. Patient's wife said they have been told "he needs a new lead." In (B)(6) 2010, the patient complained the battery was not holding a charge. The patient was not recharging to full and had only done two short sessions in the last month. Stats show patient gets good coupling and makes good progress regarding voltage build-up during his sessions. Patient reported he felt popping and hcp thought it was a muscle spasm. Additional information received stated the ins was replaced because the battery would not hold a charge and would deplete by the next day. The manufacturer's representative did a power on reset and recharged the battery to full. The next day, it was depleted. At the time of the replacement, the device was in an over-discharged state and interrogation was not possible. Patient suffered no injury and recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.